Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The device was tested extensively without duplicating the customer report. The device was recertified and returned to the customer. Review of the device activity logs showed that during one of the attempts to charge, the device timed out indicating that the charge time exceeded the maximum of 25 seconds to charge the selected energy. There were multiple occurrences that the end user pressed the energy select button during the charge causing the device to internally dump the energy charged. The logs did not contain any low battery or replace battery warning messages. The battery used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) old female patient, the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.